Event description:
Patient with innercool therapy. Device became accidentally unplugged this am, plugged back in immediately and reset. Then device seemed to have a small power surge, but did not shut off. Patient was cooling, and at approximately 1300 temp began to go up to 37.5 (highest); md was paged, he then came up to the unit to assess the device. He was informed of that the device seemed to stop cooling at some point, but was still running. He then turned the console off and restarted it and it has been running fine since then. There was one message when he was going through the screens before the machine was turned off that said "therapy complete" at 1500.